Event description:
Information was received from a healthcare facility via a medtronic representative regarding a scope to be used in an endo surgery. It was reported that the scope was fuzzy when tested before the patient entered the or room. There was no patient involved in the event. No further complications were reported/ anticipated.

Manufacturer narrative:
H3: product analysis of part# 9560101, lot# 1617438 - after visual and optical examination, it appears that moisture could be detected inside the optical system. Traces of usage are seen around the scope. Could be that the scope was leaking at the proximal as well as on the distal end. Due to this leakage, moisture could get into the scope and influence the image. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.